Event description:
It was reported that the right ventricular (rv) lead has been exhibiting a gradual increase in pacing impedance measurements, most recently triggered a lead safety switch (lss) due to measurements reaching greater than 2000 ohms. In addition, during most recent in-office visit it was noted that the rv threshold measurements have increased over the past three months. Technical services (ts) provided the health care professional (hcp) with troubleshooting options. At this time, the rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead has been exhibiting a gradual increase in pacing impedance measurements, most recently triggered a lead safety switch (lss) due to measurements reaching greater than 2000 ohms. In addition, during most recent in-office visit it was noted that the rv threshold measurements have increased over the past three months. Technical services (ts) provided the health care professional (hcp) with troubleshooting options. At this time, the rv lead remains in service. No adverse patient effects were reported.